Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.